Event description:
It was reported that the patient was experiencing charging issues including seeing a screen flash up with the message "charge insr now" and a repositioning message. It was reported that the patient had a shocking or jolting sensation and a sudden turning on of the stimulation. The patient could not get it off with either the patient programmer or the recharger. "It" stopped after about an hour. The implantable neurostimulator battery was discharged at the time of report. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 39565-65 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead; product ID, 37754 lot# serial# (B)(4), product type recharger; product ID, 37744 lot# serial# (B)(4), product type programmer, patient. (B)(4).